Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post procedure the implantable pulse generator (ipg) set screw was noted to be loose. This resulted in rising impedance, high thresholds, noise and oversensing. The ipg setscrew was tightened and the ipg remains in use. No patient complications have been reported as a result of this event.